Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) with unexpected longevity. Additionally it was noted that the device had been implanted after the recommended use-by date. The device was replaced. No patient complications have been reported as a result of this event.